Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 07/22/2014 with the following findings:a review of the pump¿s black box history showed that a call service alarm related to the complaint was recorded. Visual inspection revealed that there was moisture in the display. During testing, the pump powered on with audio tones and vibrations, but the display was blank. A leak test was performed and a display lens leak was found. The pump case was removed and moisture was found throughout the interior of the pump. Moisture and corrosion was observed on the display flex cable. The call service alarm issue was observed in the pump history but was not able to be adequately investigated due to the blank display issue.